Manufacturer narrative:
Of the 14 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Event description:
This report summarizes <noe> 14</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor rewind issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 6 were male and 8 were female.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 14 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor rewind issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-89 years of age and between 121 and 229 pounds. Of the reported patients, 6 were male and 8 were female.